Event description:
It was reported the patient had high impedances. It was reported the impedances 0<(>&<)>c, 3<(>&<)>c and 0<(>&<)>3 were ¿>4000.¿ it was reported the impedances between 1<(>&<)>c, 0<(>&<)>1, and 0<(>&<)>2 were ¿???¿ it was reported the impedance between 2<(>&<)>c was 3894, 1 <(>&<)>2 was 2592 1<(>&<)>3 was 3894 and 2<(>&<)>3 was 2592. It was reported there was intermittent stimulation. It was reported that impedance testing and reprogramming was performed. It was reported the physician turned the stimulation on and turned up the amplitude with ¿no sign of stimulation, but on a high level of amplitude the patient had got high stimulation.¿ it was unknown if there were any symptoms reported to the event. The patient status was noted as alive with no injury.

Manufacturer narrative:
(B)(4).